Manufacturer narrative:
Voluntary medwatch number (B)(4) was received on (B)(6) 2021. No additional information was reported. Manufacturer's investigation conclusion: the report of an outflow graft obstruction was not able to be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), or review of the submitted images. A direct correlation between (B)(6) and the reported aortic insufficiency, respiratory distress, hypotension, and right heart failure could not be conclusively determined through this evaluation. The submitted controller event and periodic log files appeared to show the pump operating as intended at the set speed. No notable events or alarms were captured. (B)(6) was returned assembled with the pump cable cut approximately 13¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. The sealed outflow graft and bend relief were severed approximately 1" and 1.5" from the hardware prior to receipt. Approximately 1¿ of the sealed outflow graft and bend relief were returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent (e.g. Formalin) post-explant. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. The sealed outflow graft was returned attached to the pump cover outlet port with approximately 1¿ of graft material. Additional segments of graft measuring approximately 0.5¿ and 4¿ were also returned. Evaluation of the outflow graft revealed a longitudinal crease along the 2 proximal segments of graft underneath the bend relief. However, there was no tissue growth filling in the crease on the exterior of the graft, suggesting that the crease was not present during support. Due to the outflow graft and bend relief having been manipulated and cut prior to device return, the state of the outflow graft during patient support was unable to be determined. The account submitted computed tomography (CT) images for review that showed a cross section of the outflow cannula. The images appeared unremarkable, and an outflow graft obstruction could not be confirmed based on the submitted images. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists respiratory failure and right heart failure as adverse events that may be associated with the use of the hm3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the pump will not be able to provide the intended flow. Section 5 also contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including rvad placement. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transplanted on (B)(6) 2021 and would be monitored.

Manufacturer narrative:
No further information was provided at this time. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed respiratory distress, increased oxygen needs, and hypotension. The patient noted to be inpatient until transplant due to severe aortic insufficiency and outflow graft occlusion. Log file analysis revealed that on (B)(6) 2021, 119 pulsatility index (pi) events occurred from 15:44:21 to 19:50:52. The pi events caused the hm3 vad (heartmate 3 ventricular assist device) speed to drop to its low speed limit, which was set to 5200 rpm. The pi events are significant and may point to a separate issue. On (B)(6) 2021 it was discovered that the patient had a suspected thrombus/stricture within the area of space between the outflow graft and graft bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
On (B)(6) 2021 the patient was taken to the operating room (or) for heartmate 3 (hm3) surgical exploration to perform a possible device exchange or surgically relieve the serous fluid compacted between the bend relief and outflow graft. In addition aortic valve (av) closure due to severe aortic valve regurgitation (avr). Once the chest was opened and the serous clot was removed the hm3 made the left ventricle empty when it was completely full prior. The doctor left an open area in the bend relief for fluid drainage and closed the av with felt and sutures. Patient then had significant right ventricle (rv) dysfunction and required centrimag right ventricular assist device (rvad) support. Patient was then stable in the intensive are unit (ICU) with rvad and hm3 rehabilitating and patient would be relisted for heart transplant. From computed tomograhy angiography (cta), the device malfunction was confirmed as the proximal outflow cannula contained a mural thrombus that measured up to 5 millimeters (mm) thick, and the luminal diameter of the cannula measured 18mm (28% stenosis). The patient underwent a heart transplant due to deterioration of device / therapy which accelerated the patient on the transplant list.